Event description:
Gyn surgeon was attempting to perform a hydrothermal ablation. It was discovered that the cassette on the disposable device was defective and was not allowing flow of saline. A new kit was opened. The procedure was then performed without incident.what was the original intended procedure?gyn thermal ablation.device #1is this a laboratory device or laboratory test?no.